Event description:
The following information was reported to gore: on (B)(6) 2023, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the treatment when approximately 15 mm of the contralateral leg was deployed, the distal end of the contralateral leg entered the right external iliac artery about 4 cm due to misunderstanding the location of a distal radiopaque maker. An attempt was made to push up the device, however it was unsuccessful. An attempt was made to push up the device with a sheath, however it was also unsuccessful. The contralateral leg was deployed in the sheath and pushed up with a dilator. The distal end of the contralateral leg was positioned at a branch of the right external iliac artery and the right internal iliac artery. Blood flow into the right internal iliac artery was delayed. Attempts were made to push up the contralateral leg using the sheath and a balloon. The blood flow improved however the delay did not resolved. The physician decided to monitor it.

Manufacturer narrative:
H.6. Type of investigation code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.